Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 1996 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm was reported. The customer advised that they performed an internal inspection was, but no discrepancies were found, and they were unable to replicate the issue as there was no failure detected. The customer advised that the device is working within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent shut down when the alarm button was touched. There was no patient involvement reported.